Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that vitrectomy probes stopped cutting during surgery. The procedure type and completion details were unknown. There was no information about patient impact. The issue has been reported with two probes of four probe. Additional information was requested; however, none has been received to date.